Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the image acquisition system (ias) was failing to initialize. When trying to manually open the imaging system app, message displays claiming file corrupt. Attempted to reinstall software. Communication port failed. Replaced imaging system computer. Issue appears resolved. Performed full system checkout. Unit operates as expected. Computer was sent back to manufacturer for evaluation. Confirmed reported complaint "imaging system app would not load, it would not achieve sw update." Ias computer passed virus scan. Noted time and date were incorrect and replaced depleted cmos battery. System time and date set according to tb10-025. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report when attempting to start the system to pull logs, the system came to the "system booting please wait" and would not move passed this. The system was restarted several times with no change. There was no patient present when this issue was identified.